Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. There were set screw marks noted on the terminal pin, but no discernable set screw marks noted on the ring. There was dried blood/body fluid noted in the lumens. The helix was retracted, and there was a noted insulation abrasion. This damage was only through to the anode conductor coil. Due to the type of the abrasion, it appeared it was most likely due to lead on lead interaction. The initial allegation could not be confirmed through analysis.

Event description:
Boston scientific received information that an x-ray was performed, which revealed this right atrial (ra) lead had dislodged. The decision was made to explant and replace this ra lead, even though the helix still functioned properly. There were no adverse patient effects, and no allegation against this ra lead.